Event description:
Update 06/25/2013 - litigation papers received. Litigation alleges defects in all components, including the stem and sleeve which caused imflammation at the site of implantation, physical injury, injuries to the nervous system and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.